Manufacturer narrative:
(B)(4).

Manufacturer narrative:
Pc(B)(4).this hip replacement platform was voluntarily recalled from the market and the product codes are now considered inactive. Depuy considers the investigation closed. Should additional information be received, the information will be reviewed and the investigation will be re-opened as necessary. If information is obtained that was not available for the initial medwatch , a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Product complaint #(B)(4). Investigation summary: no device associated with this report was received for examination. A worldwide lot specific complaint database search, or device history record (DHR) review, was not possible because the required lot code(s) was not provided. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Asr litigation records received. Litigation alleges pain, stiffness, discomfort, locking and weakness. Patient suffers from anxiety, limited mobility, metal toxicity and emotional distress. Patient has not yet scheduled an explantation of the asr hip implant. Doi: (B)(6) 2008 : dor: not revised; (left hip).